Event description:
It was reported that the patient was experiencing an electrocuted sensation. The patient underwent an spinal cord stimulation (scs) explant procedure. The explanted device was not returned. No device malfunction was suspected. Additional information stated that the patient is doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2025 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7075465, UDI: (B)(4).

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2025 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7075465, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing an electrocuted sensation. The patient underwent an spinal cord stimulation (scs) explant procedure. The explanted device was not returned. No device malfunction was suspected.